Manufacturer narrative:
On may 25, 2020, the product investigation summary was updated: during visual inspection of the device, it was noted that the patch was separated from the shell. Microscopic examination of the edges of the shell was performed at the patch area, and parallel striations were revealed that are consistent with markings made by a sharp instrument perforating the silicone material. According to the manufacturing investigation, there is evidence that all patch assembly components were used during the manufacturing process and poly sheeting was removed as required. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: 685cc mentor memoryshape breast implant catalog: 3341452 lot: 6993398 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast reconstruction with two 685cc mentor memoryshape breast implants, suffered right side rupture post-operatively. As a result, the patient underwent bilateral removal and replacement with two 790cc mentor memorygel breast implants on (B)(6) 2019.

Manufacturer narrative:
On 7/26/2019, the mentor failure analysis lab has received the device for evaluation. Mentor became aware that the correct suspect medical device was the previously reported concomitant device in the initial report: (right) 685cc mentor memoryshape breast implant catalog: 3341452 lot: 6993398 sn: (B)(4). The correct concomitant device: (left) 685cc mentor memoryshape breast implant catalog: 3341452 lot: 7292948 sn: (B)(4). On 7/30/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 8/7/2019, the product investigation was completed. Device investigation summary: during the evaluation of the device it was observed that it had the patch separated. Microscopic examination was performed and evidence of instrument damage was not observed. No other anomalies were discovered. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).